Event description:
It was reported that the lead may have migrated. The patient¿s stimulation coverage was not like their trial. A lead revision was scheduled for (B)(6) 2015 to move the lead to a higher level to gain better coverage.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported the reason for the lead migration was unknown. Following the lead migration the patient was experiencing stinging and tightness of their muscles. The leads were revised and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).